Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The physician does not think that the device experienced premature battery depletion. The most recent transmission from (B)(6) 2016 did not reveal any kind of device issues and battery behavior was normal at that time. Patient was not pacemaker dependent and had not had recent therapy. Autopsy was not performed. The device was removed and is in possession of patient¿s family. The cause and date of death is unknown. The device is included in the (B)(6) advisory for premature battery depletion.